Manufacturer narrative:
Patient information; patient identifier - multiple = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated they observed falsely elevated chloride (cl) results on one patient from the architect analyzer and falsely elevated creatinine results on a different patient. The results provided were: (B)(6), initial cl= 140mmol/l / cl=105mmol/l; (B)(6), creac=700 umol/l (7.92mg/dl) / 65.57umol/l (0.74mg/dl). There was no additional patient information provided.

Manufacturer narrative:
The complaint is associated with discrepant results and optics error 6513 [optics system failure, fluctuation above maximum range, bichromatic check], generated on the architect c1600699. The customer contacted abbott on (B)(6) 2018 regarding an optics error and again on (B)(6) 2018 for an optics error, as well as a discrepant creatinine result. The customer also indicated they observed a dripping cuvette wash nozzle. On 11jan2018 the abbott technical application specialist (tas) was on site to discuss the issues with the customer, when they confirmed that 2 of the cuvette wash nozzles were dripping while running. During the subsequent field service (fsr) site visit on (B)(6) 2018, the fsr performed the cuvette wash test which failed. The fsr noted that cuvette wash nozzle 1a was blocked. The fsr cleaned the nozzle and the cuvette wash test was repeated. This time the dispense was acceptable, however, the cuvettes now overflowed during washing. The fsr then replaced the peristaltic head tubing, part number 7-35009685-01 which resolved both the dispense and aspiration issues. No additional discrepant results were reported on architect c1600699. A ticket review for the clinical chemistry systems found no systemic issues or trends for erratic/discrepant results. A review of historical data for the nozzle pairs 1,4,5, waste and di, part number 2-89269-01 and the peristaltic pump head tubing (rohs), part number 7-35009685-01 associated with this complaint, revealed no trend or systemic issue. The architect system operations manual and the architect c16000 service and support manual provides adequate information, troubleshooting, maintenance and component replacement procedures concerning erratic / discrepant results. This includes, but is not limited to, the troubleshooting performed by the abbott fsr (cleaning of the cuvette wash nozzles and replacement of the peristaltic head tubing). A service history review of architect c1600699, revealed no additional erratic or discrepant results reported. Based on the investigation no product deficiency was identified for the nozzle pairs 1,4,5, waste and di (part number 2-89269-01), the peristaltic pump head tubing (rohs), part number 7-35009685-01, nor the architect c1600699.